Event description:
Pt was revised due to loosening of the tibial component.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Product information required to review the device history records was not provided. The initial reporting stated the product is suspected of failing to meet speicifcations or contributing to the event. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported loosening based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Should additonal information be received, the complaint will be reopened. Depuy considers the investigation closed.